Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) noted during testing. No failed battery test alarm noted. Device had unexpected pump error 43 during the device setup during rewind. After clearing pump error 43, device was able to completed the device trace history download and carelink upload. After the carelink upload, device alarmed critical pump error 24. Device passed the active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No pump error 63 noted during testing or in the device formatted history file. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device had unexpected pump error 23, pump error 49 and pump error 68 after the test battery was removed and reinserted. Device had pump error 75 during self test and high sleep current measurement. Pump error 43, pump error 24, pump error 23, pump error 49, pump error 68, pump error 75 and high sleep current measurement due to corroded electronic assembly. During visual inspection, the motor had moisture damage, force sensor was corroded and the keypad flex finger was corroded. Device had cracked case at the corner of the belt clip rail, scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received critical pump error. The customer's blood glucose level was 132 mg/dl. The customer had received the open book image on the insulin pump screen. She was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.